Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) ran device inventory report and compared this report with current medication inventory report. Then the tss found that the medication amount was same in both reports which confirmed there was no incorrect medication in cubie pocket. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had nurse requested for keystroke log to investigate about medication error, nurse claimed that incorrect medication was in pocket of main drawer 2 pocket b and customer need verification whether it's the wrong med in that pocket or she typed any other medications names during removal transaction. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.